Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Preliminary finding are reported. Upon inspection /evaluation of the returned scope, olympus found the nozzle to be clogged with foreign matter indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during reprocessing of an evis lucera elite gastrointestinal videoscope, switch one was leaking. Upon inspection /evaluation of the returned scope, olympus found the nozzle to be clogged with foreign matter indicating insufficient reprocessing. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the nozzle to be clogged with foreign matter was likely from insufficient pre-conditioning of the patient, therefore, the procedure performed had foreign material enter into the distal end of the device. The specific root cause of the patient pre-conditioning properly could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The following information is stated in the instructions for use regarding user handling which may have prevented the event: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. The accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.